Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate and verify the reported issue. The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the device and did not observe voice prompt issue. However, it was observed that there was intermittent actuation issue which leads to the device not powering on, therefore no voice prompts. The cause of the reported issue was determined to be due to sw5 reed switch. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device not provide voice prompts when the lid was opened. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.